Manufacturer narrative:
Product analysis: analysis was able to confirm an issue with the programmer display. Analysis found that the position of the curser did not coincide with the position of the test lead. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen did not display properly. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.